Event description:
It was reported that a patient underwent a lateral episiotomy procedure in (B)(6) 2011 and suture was used on the mucous layer and skin. After about ten days, the surgeon found that the skin had ruptured and had a minor infection. The patient was treated with antibiotics. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The rupture was treated with antiphlogistic medicine and the surgeon used a local suture to pin up the skin. Currently, the patient is doing fine. (B)(4). Representative samples were returned for evaluation. They were visually inspected for defects and none were observed. Then, the samples were tested for sterility and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.